Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw broke during insertion. All fragments were removed from the patient. A backup device was available to complete the procedure without delay. No patient impact.

Manufacturer narrative:
Visual inspection shows that the anchor itself is broken. The first three distal threads have been completely compressed or worn off. There were no relevant clinical details provided such as size and method of tap or tunnel, patient bone quality. Excessive force during insertion most likely caused the failure of the suture anchor. The determination was be based upon physical condition of the device as returned. No related observations were reported during the manufacturing run of this product. Device history record review found no deficiencies in the manufacture of this lot. Use error cannot be ruled out as a contributory factor.